Manufacturer narrative:
This medwatch is for suspect device in aviva system 1. Reference medwatch with (B)(4) for suspect device in aviva system 2.

Event description:
Customer reportedly obtained a result of 56mg/dl, while testing on aviva system 1, and 53mg/dl and 581mg/dl on aviva system 2. Customer drank juice in response to 56mg/dl result. No adverse event reported. Requested return of suspect system and replacement was sent.